Event description:
Port-a-cath was placed. Swelling was noted at the site. Studies revealed the catheter had fragmented and there was an embolized fragment noted to the right atria and right ventricle. A 10 cm fragment of catheter was removed via the femoral vein. Pt was then sent from the cardiac cath lab to the surgical suite for the surgical removal of the subcutaneous portion of the returned port-a-cath. Discharged.